Event description:
The customer initially called to get assistance with exiting the rewind sequence. The customer stated that she changed the set and a couple of hours later the insulin pump was showing the rewind complete message. During the call the customer reported experiencing high blood glucose of 563 mg/dl. She explained that it was high due to stress from personal issues. The customer was assisted with rewinding and was able to deliver a bolus to treat.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.